Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the surgery, right after they opened the box, they found a package deformation of the outer blister. A backup was used and there was no adverse outcome to the patient or user due to this event.